Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified mid to distal left anterior descending artery. The 3.00mm x 15mm emerge balloon catheter was advanced to the lesion for predilation. The physician attempted to inflate the balloon to 15 atmospheres however it ruptured at 13 atmospheres on the second inflation. There was no kink noted prior to use of the device and no resistance was encountered during the procedure. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.